Event description:
It was reported that the patients ipg has reach end of life. The patient underwent an ipg replacement procedure and doing well post operatively. The explanted device was discarded at the facility.